Manufacturer narrative:
Product analysis of part#7570905 ; lot# fa16h001 after visual and optical examination and functional testing, it appears that the tip of the inner sleeves has become splayed and might have trouble holding the screw properly. The instrument did function during functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: other - procedure has been changed from minimally invasive surgery to open technique. G2: country of event - brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from manufacturer representative regarding a device used for spinal therapy. It was reported that, the extender and sleeves does not hold the screw. The external sleeve of the longitude system without proper pressure, tightening and/or torque for fitting the pedicle screw. Inner sleeve of the longitude system dilated without proper pressure, tightening and/or touch to fit the pedicle screw, the screw was loose in the assembled device, and risk of the screw escaping and to finalize the proposed surgical technique. Longitude system duly tested in pre-surgery and internal operational procedures. However, during the intraoperative period, it was identified that the pressure suffered in the surgical cavity caused the towers to dilate in order to support the load of the pedicle screws and the biomechanical force required to assemble the system, which led the surgeon to change the surgical strategy during the intraoperative period without harming the patient. Procedure was changed from minimally invasive surgery to open technique. No patient symptoms reported, no further complications reported.